Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase since implant in shock and pacing impedance and threshold measurements. Shock impedance is currently 133 ohms which is out of range. Technical services (ts) data review was requested. A boston scientific (bsc) ts consultant stated that the device setting are all programmed appropriately for the eptfe lead advisory and the available data does not point to an obvious problem. Continued patient monitoring was recommended. The lead remains in service and no adverse patient effects were reported.